Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, the peritoneal dialysis registered nurse (pdrn) reported that it was possible the upper respiratory illness in the patient¿s family contributed to the peritonitis. There is no allegation of a machine malfunction or deficiency or a leak with the cycler set reported for this event. Based on the available information a cause of the peritonitis cannot be confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, the peritoneal dialysis registered nurse (pdrn) reported that it was possible the upper respiratory illness in the patient¿s family contributed to the peritonitis. There is no allegation of a machine malfunction or deficiency or a leak with the cycler set reported for this event. Based on the available information a cause of the peritonitis cannot be confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.